Event description:
A report was received that the patient had difficulty charging the ipg since the pocket site had become shallow. The patient underwent a procedure where the ipg was relocated and replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well post operatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.